Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge had been filled with approximately 300 units of insulin. A new cartridge was loaded resolving the issue. Blood glucose level was 120 mg/dl. Tandem technical support educated the customer in common causes of the cartridge alarm 9.